Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the front therapy electrode pad. The patient was given an unknown prescription cream from her physician for the rash. During a follow up call, the patient reported that the rash had healed. There is no indication that a device malfunction caused or contributed to the reported skin irritation.